Manufacturer narrative:
Covidien reference: (B)(4). One pulse oximeter was returned for evaluation. External and internal visual inspection found no anomalies. Performance testing was conducted and found that the sample arrived with lithium batteries installed. The unit was turned on and it started normally with no errors. Additional on/off testing was done and the unit was run with a interface cable switching between finger sensors. The unit functioned normally. The service menu and software version was inspected to confirm the battery type was lithium. The sample was disassembled for a detailed visual inspection and no anomalies were found. The unit was then reassembled and tested again by turning it on/off. The unit's readings were accurate. The unit was found to be functioning as intended and the customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The pulse oximeter was received for evaluation. However, it will be replaced, and a new unit will be given to the customer. The lot/serial number was not provided by the customer. Therefore, a device manufacture date is not available.

Event description:
It was reported that a pulse oximeter was giving low oxygen readings during patient use. There is no report of death or serious injury associated with this event.